Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated heart for a mitraclip procedure. A mitraclip was implanted successfully. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during the 30-day post-operation echocardiogram it showed that the mitraclip had a single leaflet detachment (slda) from the anterior leaflet. The clip was no longer attached to the posterior leaflet but remained stable on the anterior leaflet. A follow-up procedure was scheduled for (B)(6) 2025 for secondary mitraclip procedure. It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mr for a secondary mitraclip procedure. A clip was not implanted due to the condition of the anatomy and the procedure was discontinued. The final mr was grade 4. The were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy (dilated heart). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.